Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is caused by other device. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the radial artery. The 30mm target lesion was a de novo, eccentric lesion located in the non calcified and non tortuous left anterior descending (lad) artery. Following predilatation, a 2.75mm x 32mm promus element ¿ stent was deployed in the target lesion. The physician introduced a post dilatation balloon and as soon as the balloon catheter touched the proximal apposed part of the stent, the stent got deformed. The physician deployed a 3.0mmx16mm promus element ¿ stent to cover up the deformed part and the procedure was completed. No patient complications were reported and the patient¿s status was stable.. No patient complications were reported and the patients status was stable.